Manufacturer narrative:
Both t¿s were returned along with suture separated from the delivery needle. The needle is twisted and bent. A functional test reveals that the actuator advances but does not retract due to the disfigurement. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. With the condition noted the root cause for this complaint cannot be confirmed with confidence but maybe associated with use error.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that t2 anchor did not deploy from the fast-fix 360 curved device. T1 was removed from the patient. The surgeon used the backup device to complete the surgery. Surgery time was delayed less than 30min. No patient injury or impact was reported.